Event description:
The customer contacted a baxter technical service representative (tsr) regarding a system error (se) 2240, which occurred on the homechoice (hc) during drain 1 of 7. The tsr explained the possible reasons for the alarm. The tsr had the registered nurse (rn) close all of the clamps and cycle the power. The rn received a se 2367. The tsr explained the alarms and advised the rn to start over with all new supplies. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.